Event description:
It was reported during the investigation of a premature end of life, or eol, and an increase in depression that high impedance was observed pre-operatively at the patient's vns generator replacement surgery. The patient informed the surgeon that she was experiencing sporadic painful shocks. The high impedance was also observed on the patient's new generator. The surgeon elected not to replace the lead at the time. The premature eol and increased depression are reported in mfg. Report #1644487-2018-02248. The explanted generator was received by the manufacturer and is pending product analysis. The patient stated that she had impedance issues for years and that the patient's neurologist also "got a lead impedance issue", but the tablet data for the generator was received and reviewed by the manufacturer. There was no indication of previous high impedance. The increase in depression captured in mfg. Report #1644487-2018-02248 could not be attributed to the high impedance on doi as the generator was known to be pulse disabled and not providing current as a result with no evidence of hi contributing to the depletion. The patient underwent vns lead replacement surgery. During product return attempts, it was reported that the return of the explanted product is not expected due to the facility's policies. No additional relevant information has been received to date.

Event description:
Follow up with the company representative revealed that the patient stated that she had not experienced any falls, events, or underwent any surgeries that could have contributed to the high impedance. Generator product analysis was completed. The premature end of life, or eol, allegation was not verified in the product analysis, or pa, lab. The end of service warning message was verified in the pa lab and found to be associated with pulse disablement by the generator due to the generator remaining on post-explant. The last greater than 25% change in impedance was on the date of explant and the impedance went from 5,596 o to 15,596 o. The high impedance and the output current remaining on post-explant required a vboost compliance voltage exceeding the maximum compliance voltage capability. This is not considered a device failure, but an expected event due to the device remaining programmed on. A reset of the pulse disabled bit allowed for subsequent testing. Proper functionality of the device was successfully verified in the pa lab. The septum was not cored, eliminating the possibility of an unintended electrical current path through body fluids. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No variation in the output signal was observed and the generator provided the expected level of output current. Diagnostics were as expected. The generator performed according to functional specifications. Other than the noted vboost compliance voltage and pulse disablement, there were no additional performance or other adverse conditions found with the generator. The premature eol allegation is reported in mfg. Report #1644487-2018-02248.